Event description:
It was reported that the external pulse generator had a defective lower display. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had a defective lower display. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the lower part of the display was out of specification, it was missing pixels. Analysis also found that the upper and lower cases were broken and contaminated, that the side bail covers and battery drawer were contaminated and the keyboard was scratched. All affected parts were replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.